Event description:
It was reported that the handpiece began smoking during an impaction procedure. The smoke was coming from the end of the drill. There was no affect on the pt and no user injury reported, but the device was not recognized by the console immediately afterwards. The procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported complaint was duplicated. Based on the investigation details, the likely cause was problems with the driveshaft, rotor, and spindle housing, which were each replaced, as well as, corroded motor pins. The motor housing and other components were also replaced. Service did clean lube, and adjust to the device, and it was repaired and returned to the customer.